Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call experiencing sensor reading discrepancies and the insulin pump constantly alarming for threshold suspend. Customer stated that the sensor was reading 6.4, 6.5 and 6.8 mmol/l, but blood glucose level was 8.4, 8.5, 8.6 and 9.7 mmol/l. Customer also reported receiving lost sensor alerts and calibration error alerts. Customer stated the suspend limit was set up at 5 mmol/l. The customer had used 15 sensors, 3 transmitters and 2 insulin pumps and kept having issues with the monitoring system. Blood glucose at the time of the call was 15 mmol/l while sensor glucose was 8 mmol/l and customer removed the sensor after being unable to calibrate. Customer stated they want to discontinue the use of the insulin pump and sensor because of continuous problems. Product was not replaced or returned for analysis.